Event description:
The patient was revised because of instability.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2013- patient seeking legal action. Pfs and medical records received. The head has now been reported. (Right hip) the device associated with this report was still not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Physician felt instability was due to a decreased leg length and elected to remove the femoral head and insert a longer neck length to increase stability. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).